Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin. Cracks were observed in the top housing. It is unknown how or when these cracks occurred. No corrosion or evidence of fluid entering the device through these cracks was observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 566 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling groggy. The patient was treated with two bags of IV (intravenous) insulin and zofran. The patient was released the same day. The patient deactivated the pod at home and reapplied a new pod.